Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer called concerned his true result meter is registering low results compared to his other meter because today at 10:15am on (B)(6) 2015 fasting his true result meter registered his glucose at 71mg/dl and the other meter registered the result at 98mg/dl. Customer's expected results are 80-110mg/dl - fasting. Strip expiration date is 01/31/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Back to back blood test performed and results are 76mg/dl and 78mg/dl - fasting. Reviewed meter memory: 71mg/dl (B)(6) 2015 10:15:00 am fasting:yes; 96mg/dl (B)(6) 2015 05:19:00 pm fasting:yes; 76mg/dl (B)(6) 2015 06:20:00 pm fasting:yes; 85mg/dl (B)(6) 2015 07:52:00 pm fasting:yes; 76mg/dl (B)(6) 2015 08:11:00 pm fasting:no. Customer is currently taking metforman to manage diabetes.